Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace system controller alarms was confirmed via analysis of the submitted log file; however, the controller's inability to audibly alarm was not confirmed as no product was returned for further testing. A log file was submitted for review and data from the dates of 05oct2025 ¿ 15oct2025 were reviewed. The log file captured replace system controller alarms on 15oct2025 at 19:51:49 that were associated with an lcd communication issue. The alarm did not resolve by the end of the log file on 15oct2025 at 21:52:46. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Provided information indicates the controller was exchanged without issue. Multiple attempts were made to obtain additional information, including if the exchange resolved the reported alarm and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller fault alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient paged into the hospital on (B)(6) 2025 with a system controller fault. The controller was not responding to any commands, the green light was on, and the pump was heard in the patient's chest. Fuse a and b were noted to be okay on the monitor. Log files were submitted for review and recorded a controller internal fault alarm flag associated with an (f29) lcd_com controller fault. Technical services stated that this fault indicated that the system controller main processor was not able to receive communication acknowledgment from lcd or the lcd reported a fault. Motor function was not affected by this event. The controller was exchanged without any issues. The patient reported not doing anything unusual and was not using any electrical devices. They stated they did not hear the alarm; they simply looked down and noticed the notification on the controller screen.